Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was above 430 mg/dl at the time of the incident. Customer stated other blood glucose value was 535 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they had been sick because of ear infection. Customer did not allege insulin pump was under delivering. Customer declined troubleshooting. The insulin pump will not be returned for analysis.